Manufacturer narrative:
Patient information is unknown. Additional procode: hwc. Device malfunctioned intra-operatively and was not implanted / explanted. Reporter email address is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that invasive osteosynthesis with expert humeral nail system was applied to humeral diaphyseal fractures on (B)(6) 2018. The surgeon inserted a titanium (ti) locking screw instead of a blade. The screw was ¿bent/displaced¿ when an end cap was tightened up to a nail. The surgeon half tightened the end cap and completed the surgery. It is uncertain at this moment whether the screw was distorted or the inserted position moved. The surgery was completed successfully with a 30-minute delay. Patient outcome is stable. Concomitant devices: trauma end cap (part: unknown, lot: unknown, quantity: 1), intermedullary nail (part: unknown, lot: unknown, quantity: 1). This report is for a 4.0mm ti locking screw w/t25 stardrive 46mm f/intermedullary nails-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted for part: 04.005.436s, lot: l653819: manufacturing site: selzach, supplier: il-medtec ag, release to warehouse date: 16.nov.2017, expiry date: 01.nov.2027 non-sterile 04.005.436 / l639419 was manufactured in mezzovico: release to warehouse date: 30.oct.2017: the device history record shows this lot of (B)(4) was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the returned screw is approx. In the middle section of the threaded shaft bent as complained. A few threads at the bended area are flattened and the anodized layer disappeared. Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Summary: the device history record shows this lot of 40 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Based on the provided information we are not able to determine the exact cause of this complaint. Considering the visible damages (flattened threads), we only can assume that possibly the inserted position moved, and due to the displacement, a mechanical overloading situation has caused the bending of the screw. In this regard the current technique guide, page 15 notes: once reduction is performed, do not move the patient¿s arm until locking is completed since it may result in a loss of reduction. We conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.